Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the analyzer was not sensing. The analyzer passed all incoming testing with no anomalies found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was not sensing at all, however, the pacing and impedance measurements had no issues. The analyzer was returned for analysis. No patient complications have been reported as a result of this event.